Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant with mtx surface (tsv4b10), corresponding transfer mount and mount screw were returned for investigation. Visual inspection identified minor wears on the products due to usage. Measurements were taken using a caliper (ID: cal05593632; due date: feb 25, 2020) and through dimensional analysis and comparison to drawings. Functional testing was performed and the products were able to easily disengage from each other. No pre-existing conditions were noted on the per. The reported devices were being placed on tooth location #4 when the incident occurred. Pictures or x-ray images were not provided. DHR review for the lot (1223036) had revealed no deviations nor non-conformance which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1223036) for similar event and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not disengage) or device (tsv4b10). Therefore, based on observations through functional testing, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that fixture mount could (tsv4b10) not disengage the implant during placement. Another implant was placed to complete the procedure. Tooth location 4.